Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead and right atrial (ra) lead experienced high thresholds and high impedance. In addition, it was noted that the ra lead was implanted beyond the expiration date. The rv and ra leads were explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned in segments, analyzed. No anomalies were found. The distal conductor of the lead was extrinsically over-rotated. Visual analysis of the lead indicated apparent explant damage. The analyst noted that the lead was returned in segments and with the helix fully retracted, and distortion of the distal conductor within the is-1 connector was observed. This is indicative of the connector pin being turned an excessive number of times during helix retraction, explant damage. No insulation breach or conductor fracture in-vivo were found. If information is provided in the future, a supplemental report will be issued.